Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 89% stenosed, 3.00mmx21mm, eccentric, de novo target lesion containing a <=45 degrees bend was located in the severely calcified left anterior descending artery. A 3.00 x 24mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and found that the distal part of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications nor serious injury were reported and the patient's status was stable.